Manufacturer narrative:
With an in-vivo time of 18 years of service, the wear seen on this liner is not exceptionally high. Cause cannot be definitively determined. The returned parts are in relatively good condition after their 18 years in vivo. The femoral head is slightly scuffed. The acetabular shell has patches of bone on-growth seen on one half of the shell, while the other half has no obvious bone on-growth. The liner convex surface shows a deep screw head indentation, as well as other less visible screw-hole witness marks. Two small fractures are seen within the rim of the liner; however, these may have been caused during extraction efforts. About 35% of the outer liner rim shows some damage, potentially caused by delamination. Device history records indicated all components were manufactured and inspected to specification.

Event description:
It is reported that the pt was revised due to worn components.